Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
B5: describe event or problem. An unspecified insertion issue was reported with the abbott diabetes care (adc) device. A healthcare professional (hcp) reported that during the application of the adc device, the "inserter needle remained embedded in the skin". As a result, the customer experienced severe pain and had contact with an hcp who removed the inserter needle and replaced the sensor. There was no report of death or permanent impairment associated with this event.